Manufacturer narrative:
The complete lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix but revealed no abnormalities. Testing was completed to assess electrical performance, and measurements throughout this test were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and helix extension/retraction problems. (B)(4).

Event description:
It was reported that, during routine follow-up 1.5 weeks post implant, x-ray imaging confirmed that this right atrial (ra) lead had dislodged. Subsequently, this patient underwent a revision procedure to reposition the lead. However, this was unsuccessful due to helix mechanism issues, and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. This lead has been returned and analysis has been completed. This report has been updated with the product investigation results.